Event description:
Pt had an endovascular repair of aortic abdominal aneurysm in 2001. Graft used was an ancure (guidant company) bifurcated graft to both rt & lt iliac arteries. Stents placed in each iliac artery were from boston scientific. Stent on rt side eroded through the leg portion of encure graft and into iliac artery. Pt had surgery in 2004 to repair damage to artery caused by stent.